Event description:
It was reported that the user experienced sustained hyperglycemia, with glucose levels fluctuating above 180 mg/dl for approximately 8¿9 hours and a peak of 224 mg/dl while using an infusion set (inset 23" 6 mm); the user reported announcing meals, supplies appearing normal, and no use of backup therapy or ketone testing, and was advised to change infusion supplies. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no hospitalization, no professional medical intervention, and no need for assistance. Investigation included a customer interview and follow-up contact. Investigation of this case revealed no confirmed device malfunction and no alarms, with the cause of hyperglycemia remaining undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.